Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs liner leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7080813.

Event description:
It was reported that the patient's leads had migrated and was protruding out and the patients husband pulled and cut it and that would be the reason for migration.

Event description:
It was reported that the patients leads had migrated and was protruding out and the patients husband pulled and cut it and that would be the reason for migration. Additional information was received that the patient underwent a revision procedure wherein new click anchors were added and the existing leads were repositioned and remain implanted. The patient was doing well postoperatively.